Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor failure which occurred the day the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s sensor failed during warm-up. The patient was at her sister¿s house and did not bring a spare sensor with her, therefore, she could not replace it. The patient¿s last known cgm (continuous glucose monitor) value before sensor failure was 152 mg/dl. The patient was also not using a bg (blood glucose) meter as a back-up during this time, as she did not bring these supplies. Approximately 12 hours after the sensor failure, the patient woke up sweaty, was unable to move, and had a seizure. The patient¿s sister tested her bg meter reading, and it was 21 mg/dl. The patient¿s sister treated her with glucose gel and called an ambulance. Once ems (emergency medical services) arrived, the patient was treated with more glucose gel (203 tubes). After treatment, her bg meter reading went up to 112 mg/dl. Ems transported the patient to the hospital. At the hospital, the patient¿s bg meter reading began to drop again (no specific value was reported) and she was treated with more glucose gel and a sandwich. The patient was discharged home later the same day. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.